Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  (B)(4).

Event description:
The surgeon informed the field service engineer (fse) about issues with images uploading through pacs on their planning station h7z9hm2. The surgeon was prepping for an upcoming case, so this complaint did not occur in the or and there was no patient present. When the surgeon was trying to upload three sets of images to a plan, they were getting a failure message that stated errors occurred. The surgeon stated that when they tried uploading other sets of images, there was not an issue, so they stated that the pacs connection is working, and something must be wrong with the software. One of the three sets of images was retrieved and uploaded correctly. They retrieved the images through iqview, and the images appeared once they returned to the rosa software. For the other two sets of images, the images would not retrieve, and also wouldn't show up in the rosa software. The surgeon attempted to restart the planning station, and was able to get the second set of images to upload, but not the third and final set of images. They stated that this caused an hour of delay in their planning trying to get all the images to upload. The fse was able to visit the surgeon and obtain the laptop to try and fix the issue. The fse started by deleting the folders that were created in the iqview folder on the d drive of the planning station. The fse tried this from a previous experience and it seemed to fix the issue. The surgeon showed the fse which set of images (cta) that were still not uploading, and fse attempted to retrieve and upload. The same problem still occurred, where the images couldn't be retrieved and were not uploaded to the rosa software. The fse then attempted to grab the entire set of images which included the cta along with a bunch of other sets of images that the surgeon was not interested in using. All of the images seemed to be retrieved and then the cta that the surgeon was interested seemed to be retrieved and uploaded as well. The cta was selected for uploading, and the merge was good with the other set of images already loaded into the plan.

Event description:
The surgeon informed the field service engineer (fse) about issues with images uploading through pacs on their planning station h7z9hm2. The surgeon was prepping for an upcoming case, so this complaint did not occur in the or and there was no patient present. When the surgeon was trying to upload three sets of images to a plan, they were getting a failure message that stated errors occurred.thesurgeon stated that when they tried uploading other sets of images, there was not an issue, so they stated that the pacs connection is working, and something must be wrong with the software. One of the three sets of images was retrieved and uploaded correctly. They retrieved the images through iqview, and the images appeared once they returned to the rosa software. For the other two sets of images, the images would not retrieve, and also wouldn't show up in the rosa software.the surgeon attempted to restart the planning station, and was able to get the second set of images to upload, but not the third and final set ofimages. They stated that this caused an hour of delay in their planning trying to get all the images to upload.the fse was able to visit the surgeon and obtain the laptop to try and fix the issue. The fse started by deleting the folders that were created in the iqview folder on the d drive of the planning station. The fse tried this from a previous experience and it seemed to fix the issue. The surgeon showed the fse which set of images (cta) that were still not uploading, and fse attempted to retrieve and upload. The same problem still occurred, where the images couldn't be retrieved and were not uploaded to the rosa software. The fse then attempted to grab the entire set of images which included the cta along with a bunch of other sets of images that the surgeon was not interested in using. All of the images seemed to be retrieved and then the cta that the surgeon was interested seemed to be retrieved and uploaded as well. The cta was selected for uploading, and the merge was good with the other set of images already loaded into the plan.

Manufacturer narrative:
It was reported that sets of patient images would not upload through pacs on planning station. A DHR review and a complaint history review did not identify any contributory factors to the event. Analysis of data logs and test performed at the manufacturing site did not allow to determine the root cause of the issue. It is possible that the issue comes from the iq-view configuration however this hypothesis cannot be confirmed.